Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered shock. This was due to supraventricular tachycardia. Upon analysis, the device correctly identified the arrhythmia as supraventricular tachycardia. Return to sinus occurred. No programming changes were made. The patient was stable.